Event description:
It was reported that the device broke in half during a procedure. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the b5lt instrument confirmed that the sleeve was broken in two pieces, in addition, the sleeve was noted to be slightly melted at the tip. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if futher investigation is warranted. No batch record review could be performed as no lot number was provided.